Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Not explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 13-mar-2015 expiration date: 28-feb-2024, part #: 456.418s, lot#: 7940688 (sterile) - 11mm/130 deg ti cann troch fixation nail 380mm/right -- sterile. Quantity (B)(4) lot was release to the warehouse on 13-mar-2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for an intramedullary nailing of a right femur on (B)(6) 2016. The surgeon's choice of implant was the synthes 11mm/130 degree titanium cannulated trochanteric fixation nail 380mm/right-sterile trochanteric fixation nail (tfn). After inserting the nail in the femur, the surgeon proceeded with the insertion of the helical blade per recommended surgical technique. The surgeon encountered a fair amount of resistance as he struck the helical blade inserter with a mallet once it was halfway advanced. Upon examination, it was discovered that the internal locking mechanism in the tfn was slightly engaged causing it to block the full insertion of the helical blade. The locking mechanism was not adjusted prior to implanting. The surgeon backed the locking mechanism out just enough to proceed with the case. It appears as though the tfn was incorrectly assembled out of the box. The mechanism inside the nail was slightly turned down and this caused the blockage of the helical blade insertion. The surgeon removed the original helical blade and changed to a tfn lag screw to finish the procedure. There was a surgical time delay of twenty minutes before the issue was figured out, and the hospital wasted a helical blade during the process. X-rays were taken on an unknown date. The surgery was successfully completed and the patient status outcome is good. This complaint involves one device. Concomitant devices reported: helical blade - part# 456.305s, lot# 9845042 and quantity one. This report is 1 of 1 for (B)(4).